Event description:
Dealer called in and stated that allegedly right motor brake failed. Additional information obtained reported incident occurred while end user was driving the device. Reportedly a screw came out of the brake. There is no injury. Repair is being completed.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1143190, rev.k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed for additional information on this incident. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.